Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the handle broke when attempting to crush a stone and the stone was stuck inside the basket. A soehendra basket retrieval was then used to release the stone but failed. Finally, the stone was released from the basket using a spyglass with electrohydraulic lithotripsy (ehl) and the procedure was completed. There were no patient complications as a result of this event.